Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: during investigation, the pump powered up to a blank display due to moisture damage. The keypad issue complaint was unable to be investigated due to the blank display. The keypad was removed to find no evidence of contamination on the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the okay/enter button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.